Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they had a high blood glucose of 430 mg/dl and were hospitalized on (B)(6) 2018. Symptoms that were reported at the time of the incident included diabetic ketoacidosis. The customer was treated for high blood glucose via hospitalization. Troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.